Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge, remained at zero state of charge, and displayed a flashing green light despite outlet changes and use of an alternate charger. A replacement charger was arranged for overnight shipment. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health status, no alerts or alarms, and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed an inability to recharge the device consistent with a charging malfunction of the external power/charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction.